Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04239 / 04240).

Event description:
It was reported that patient underwent and unknown procedure on an unknown date. During the procedure, two anchor inserters failed. The first inserter fractured. The tip of the second inserter bent, and the anchor pulled out of the handle.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation confirmed the complaint and found one inserter fractured at the plastic section under the handle and the other inserter has a bent tip and the anchor pulled out of the handle. Products likely failed due to misuse, by products not being used per instructions within surgical technique.